Event description:
Baxter reports a leakage from the silicone tubing of a transfer set. The set had been in use for 60 days. No pt injury or medical intervention associated with this incident according to the international affiliate.